Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an endovascular thrombectomy (evt) interventional procedure using an 8f sheath. Reportedly, there was no blood flow coming from the marker lumen when the device was positioned in the artery. The device had been flushed successfully prior to use. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported blocked marker lumen was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, it is likely that anatomical conditions or under insertion of the device contributed to the reported no pulsatile flow from the marker lumen. The treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: d4 - lot #: updated from 4101841 to 4121941. D4 - expiration date: updated from 9/30/2026 to 11/30/2026. D4 - primary UDI number: updated from (B)(4). H4 - device mfg date: updated from 10/19/2024 to 12/19/2024.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an endovascular thrombectomy (evt) interventional procedure using an 8f sheath. Reportedly, there was no blood flow coming from the marker lumen when the device was positioned in the artery. The device had been flushed successfully prior to use. Another prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.